Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "rashes", "pain", "fluid buildup", "textured to smooth exchange", and "graves disease, autoimmune disorders" (non device related). The device remains implanted.

Event description:
Patient later also reported a "rupture, autoimmune, graves disease, pain, fluid buildup, and auto immune disorders". Healthcare professional later reported breast soreness, infection, fluid sack around nipple and implant removal from textured to smooth due to the concerns of the product. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety/product/procedure: unable to observe since it is not related to the device. Rupture: observed broken device assessed as fold flaw opening. Skin rash/dermatitis: unable to observe since it is not related to the device. As per the investigation procedure opening was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient later also reported a "rupture, autoimmune, graves disease, pain, fluid buildup, and auto immune disorders". Healthcare professional later reported breast soreness, infection, fluid sack around nipple and implant removal from textured to smooth due to the concerns of the product. Device was explanted.